Event description:
The patient reported that approximately 10 times since (B)(6) or (B)(6) of 2011, the pump has emitted a cancelled bolus warning one to two hours after the bolus was actually cancelled. The patient could not recall when the last time that this occurred was, and a review of the bolus history indicated that the issue had not occurred recently. There were no reported blood glucose excursions as a result of the reported issue. This complaint is being reported because a delay in cancelled bolus notifications can lead to under-delivery of insulin.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump's history revealed that there was one cancelled normal meter bolus on (B)(4) 2012 and one cancelled combo bolus on (B)(4) 2012. There were no other cancelled boluses observed in the pump's history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump's history. A test bolus was performed and cancelled; the pump emitted the appropriate alarm warning and the cancelled bolus accurately recorded in the pump history.